Event description:
Paramedics responded to a person described as in full cardiac arrest. According to the reporter, the device was charged 3 times to administer a countershock but the device would not transfer when the discharge buttons were pressed. The reporter stated the operator cycled power and the device subsequently operated properly. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of the defibrillator/monitor after power was cycled.